Manufacturer narrative:
Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by connecting an in-lab syringe and set to the one link connectors; no issues were identified. Functional testing including pressure and clear passage tests were performed with no issues noted. The reported condition was not verified on the returned samples. The remaining two (2) devices were not returned; therefore a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patients were not pediatric. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) one-link needle-free IV connectors failed. The reporter stated that the connector would allow the blood to be pulled back; however, it would not allow flushing. It was further reported that they had to switch the connector out in order to flush the central venous access device (cvad). This event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.